Event description:
Carrying pt on stretcher. The stretcher collasped to the ground 15-20 feet from ambulance. Pt stated they did not have any injuries resulting from the collapse. Returned stretcher to full extension position and moved pt to emergency impatient bed.